Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the har 23 shears does not stop coagulating after being activated. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch #p93c2x. Investigation summary: the device was returned with no apparent damage. The device was connected to a test handpiece and tested on a gen11. The device did activate when each of the max and min hand activation buttons were depressed, but no continuous activation occurred at any time during functional testing. It could not be determined what may have caused the reported incident of the shears did not stop coagulating after being activated. A batch history record review was performed, and a nc was created during the manufacturing of this batch but was not related to the event description. Additionally no defects or protocols related to the complaint were found during the manufacturing process.